Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and failed back surgery syndrome. It was reported that the patient's battery in their left butt removed 5 or so years ago and the battery in their right butt was flipped so their ins had not worked since then. The patient reported that the left butt implant was removed for normal battery depletion and because it flipped. The patient was looking for a doctor that can remove the other implant. The patient tried calling the healthcare provider (hcp) listed on their ID card. No further complications were reported or anticipated. No symptoms were reported.